Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when preparing the device, the nurse removed the orange protective cap and saw that the stent was detached. The stent was not used. No additional event or pt info is available.

Manufacturer narrative:
Results code: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned, only the stent implant, orange protective sheath, and stylet were returned. There was no blood or contrast visible. There was no damage noted to the stent implant. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Product performance engineering determined that the analysis of the returned stent implant, protective sheath and stylet, without blood or contrast confirmed the reported complaint of stent dislodgement outside the body. The sds of the pertinent rx vision was not returned; hence it was not possible to ascertain that the stent implant was originally crimped onto the balloon during manufacturing; however, it should be noted that there are in-process controls, for quality characteristics such as, stent placement/security, stent damage and crimped stent outer diameters, in place to ensure that the stent is crimped adequately during manufacturing. There was no noted damage to the stent implant. The dimensional measurement of the stent outer diameters and protective sheath inner diameter were found to be within manufacturing criteria, suggesting that there was no quality issue with the returned stent implant. Factors other than manufacturing causes that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. Based on the incident info and results of the analysis of the returned parts, a conclusive root cause for the reported complaint cannot be determined; however, there is no indication to suggest that materials or workmanship caused or contributed to the dislodgement. A review of the lot history record did not indicate any non-conformances. This MDR is considered closed by the product performance group.